Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the pump rewind and have had high blood glucose of over 500 mg/dl. Troubleshooting found that customer was able to have the insulin exit the tubing but it appears that the rewind sequence was not completed and the call was disconnected. No further information was provided.